Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient's stimulator is non-functioning. When asked when the device stopped working the caller indicated that the ins did not work so the patient let it deplete and the patient does not know where the remote is. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed MRI information. Additional information was received from a patient (pt). It was reported that the circumstances that led to the implantable neurostimulator (ins) not working was that it was not charging for a significant amount of time. The patient stated that the cause was unknown. The patient stated that the issue has not been resolved and they want it taken out.